Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor on the device was running; however, nothing seemed to be rotating. It was further reported that the surgical technician noticed that the device was not working prior to incision. According to the report, the drill was taken apart multiple times; however, the motor was running but the burr device was not rotating. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.